Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single patient that was generated by the access 2 instrument. The accu tnl result was 4.07ng/ml. (Sample 1a). The accu tnl result was reported out of the lab. The customer indicated that the patient was transferred to another facility for cardiac evaluation. The troponin result performed at the caridac facility was "negative/normal". (The actual result and method were not provided). The customer then tested the patient 2nd sample (1b) on another instrument in their lab; the accu tnl result was "negative/normal". (Initially 2 samples were collected from the patient). The customer indicated that there was no change in patient treatment that can be attributed to or connected with this event.